Event description:
The report received from the (B)(4) study indicated that a patient experienced stable angina and underwent CABG approximately 30 months post index procedure. At the time of index procedure, the angiography revealed two vessels diseased. The indication for the procedure was stable angina pectoris. The first lesion was in the dcx described as 12mm in length, class b1, mildly calcified and tortuous, and de novo with 90% stenosis. The reference vessel was 2.25mm in diameter. As planned, the lesion was pre-dilated with a 2x12mm voyager balloon at 15atms and a 2.25x13mm cypher rx was implanted at 16atms. The second lesion was in the rpda described as 19mm in length, class b1, mildly calcified and tortuous, and de novo with 90% stenosis. A 2.75x13mm cypher rx was implanted at 16atms and a 3x13mm cypher rx was deployed overlapping proximal from the initial stent to fully cover the lesion. Consequently a third 3x8mm cypher rx was implanted overlapping proximal from the initial stent to fully cover the lesion. As pre cath, there was a gap between mid and ostial stents that was why the third stent was placed. No complications reported to the study stents and the patient was discharged a day later. Approximately 30 months later, the patient had a stable angina and underwent CABG that was being reported at 33 month visit. The event resolved without sequelae. A CABG was performed on (B)(6) 2012 with a lima to the lad, svg to distal to om2, and svg distal to mid pda (this was also endarterectomized). It was noted in the op report it was done to get a good lumen because the stents in the pda had a lot of plaque in it. However cath report for (B)(6) 2012 reported stents were widely patent, but op report said had a lot of plaque. The event was not related to the study stents, drug, or procedure.

Manufacturer narrative:
Concomitant medications included ace inhibitors, aspirin, bivalirudin, plavix, cozaar, heparin, hmg coa reductase inhibitors, humulin r, isosorbide mononitrate, lovastatin, metformin, metoprolol, and niacin. Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00020, 3003742446-2013-00021, 3003742446-2013-00022, and 3003742446-2013-00023.